Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was deploying scissored clips. The case was completed with another like device. There was no pt consequence.